Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/28/2017 with the following findings: during investigation, it was observed that there was moisture in the display. The pump could not be powered on. The attempt to download the pump history and black box was unsuccessful due to the pump having no power. The pump was opened and moisture damage was found on the printed circuit board. The investigation was unable to be confirm perform multiple steps due to the pump having no power therefore the initial complaint could not be confirmed. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.